Manufacturer narrative:
Complaint is confirmed. Two unpackaged ar-3638-1 was received for investigation. Upon evaluation, it was noted that the tip on one of the shafts is broken off. No broken pieces were returned for investigation. The other device has no issues. The most likely cause of this condition is attributed to use error through application of excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy, the device broke off. The broken pieces were retrieved from the patient. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.